Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of power down and no disposable alarm messages. During functional testing, the pump was found to double beep with a cassette attached. The investigation determined that a defective downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited double beeping. It was reported that there was no patient involvement. No adverse effects were reported.